Event description:
There was a report of a malfunction with the pump, and the caller noted that the pump screen was dark and would not turn on. It was confirmed there was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to connect the pump to a known working power source, but the device still did not turn on, while it displayed a red led light and vibrated intermittently. As a result, technical support decided to replace the pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump, since the warranty had expired.